Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pulmonary biopsy on the left lung with mass resection procedure, the surgeon detected a tumoral mass on the right lower quadrant of the left lung just under the lung veins. The surgeon decided to remove this mass using the device with a green reload. The surgeon tried to place the endocutter jaws between the pulmonary veins and the mass but because of the small jaw opening then decided to use a clamp to reduce the tissue thickness and close the endocutter parallel to this clamp. The surgeon closed the jaws with the closing lever and did not report any difficulty in closing the jaws. The surgeon started firing and during the first firing sequence, heard a strange noise while trying to complete the firing then it was noticed that the device was completely blocked, impossible to activate the red button to bring the knife back and impossible to open the jaws. As the surgeon moved the device, he noticed that the jaws were closed on the clamp used to reduce the tissue thickness and that maybe the knife touching the clamp during the firing. The surgeon asked during the procedure to find a solution but after trying all the procedures did not find a solution. The surgeon finally decided to cut around the jaws with another competitive endocutter in order to remove the device from the patient's lung. The surgeon stated "I am aware I have made an error, I did not realize that the clamp was rest stick in the agraffeuse." The surgeon asked us to investigate. The procedure was prolonged 45 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button the analysis found that one (B)(4) device was received with the clamping mechanism damaged and with a cartridge reload present. The cartridge reload was received partially fired and was noted to have damage on the cartridge reload deck. This type of damage is consistent with the device being inadvertently clamped over a hard object such as a clip or another surgical device. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. No functional test could be performance due to the condition of the device. The device was disassembled to verify the condition of the internal components and the knife reverse switch was found damage possibly do to attempting to open the locked device. It should be noted that in order to open a locked device a reverse stroke needs to be performed in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.